Manufacturer narrative:
Follow-up: failure analysis on the returned o2 valve solenoid shows that the oxygen valve solenoid assembly was tested and no failures were identified.

Event description:
The manufacturers service engineer reported that during servicing the ventilator alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed vent inop occurrences. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturers service engineer reported that during servicing the ventilator alarmed with da pcba adc failed vent inop occurrences. The customer reported that the unit was not in use on patient.